Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system. An ams sparc self-fixating sling was also implanted. The implant dates were (B)(6) 2007, and (B)(6) 2009, although it is unclear which device was implanted on which date. According to the complainant, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.